Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The cartridge was loaded with more insulin to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, the paramedics gave the customer glucose tablets to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus. The customer acknowledged and continued using the pump for insulin therapy.